Event description:
It was reported that (3) devices were used during a tumor spine surgery. It was reported by the affiliate that the mcm20 instrument staples did not come out straight from the jaw. They slide off the tissue. Another instrument was used to complete the case. There was no consequence to the pt.